Manufacturer narrative:
Related MFR# 2916596-2022-13728. Reports the allegations against the system controller. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR# 2916596-2022-13728. It was reported that the patient was admitted on (B)(6) 2022 for emergency care. The patient's son found them with their pump off and fully depleted batteries. The son exchanged the batteries to fully charged batteries. The pump restarted, but with low flows. The patient had continuous low flow alarms. They were transferred to the implant center for a full evaluation. A review of the log files revealed that the pump had been off for a total of 2 hours. On (B)(6) 2022, the patient underwent a pump exchange. During the procedure, narrowing of the inflow cannula with tissue formation were found.

Event description:
It was reported that the patient had slept while on battery power and the batteries fully depleted

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: review of the log file data submitted by the account confirmed a pump stop event. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6), was returned assembled with the pump cable severed approximately 4.5¿ from the pump housing. An additional segment of the pump cable measuring approximately 20.5¿ was returned connected to the modular cable. The sealed outflow graft and apical cuff were not returned. Upon disassembly of the returned device, white mold was observed throughout the textured blood-contacting surface of the inlet cannula, as well in the rotor eye / vanes. White mold admixed with post-explant blood was observed in textured blood-contacting surface of the pump cover. The mold likely developed sometime between the explant procedure on (B)(6) 2022 and when the device was received by abbott on (B)(6) 2022. The observed mold formations would not have contributed to a flow or functional issue. Examination of the distal opening of the inlet tube revealed tissue-like depositions adjacent to / near its distal opening. The depositions were adhered and did not appear to have contributed to any flow or functional issues. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller event log files submitted by the account contained overlapping data spanning from (B)(6) 2022 at 11:51:16 to (B)(6) 2022 at 13:42:47, per the timestamps. On (B)(6) 2022 at 22:44:47 a low power advisory alarm was captured. On (B)(6) 2022 at 00:51:26, the alarm had progressed into a no external power alarm, activating the emergency backup battery (ebb). The pump eventually stopped on (B)(6) 2022 at 02:58:25 and the system controller shut off after the ebb fully depleted at 02:59:07. The system controller was turned back on when power was restored, and the clock was not set due to the full battery depletion event. The clock was eventually set again on (B)(6) 2022 at 10:02:36. A specific length of time for which the pump was stopped cannot be conclusively determined. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute and explains that changes in patient conditions can result in low flow. Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. This section also states that the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 provides instruction regarding how to care for the driveline and contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." This section also warns that patients should never submerge the driveline in water or liquid. The heartmate 3 lvaspatient handbook, rev. G is currently available. Section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 cautions the user not to twist, kink, or sharply bend the driveline. Section 6 outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). This document also contains a section on handling emergencies, which includes pump stops. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.